Event description:
During attempted removal of a cook endoscopy cotton-leug biliary stent the lower tip of the stent detached above the flap. The physician used a snare and forceps during the retrieval. An attempt to remove the remaining portion of the stent failed. A drainage catheter was placed to complete the procedure. The following week, the physician made another attempt to retrieve the remainingp portion of the stent. Using a cook endoscopy ssr-8.5, the remaining portion was successfully removed. Another drainage catheter was placed to complete the procedure. Patient impact information was requested but not provided. We are uncertain if the patient experienced any adverse effects due to this event. The information provided does not reasonably suggest the patient experienced any adverse effects or required any additional procedures with the exception of those listed above. The product brand name listed in section d is "oasis - one action stent introduction system". The catalogue number oacl-8.5-15 is an oasis action stent introduction system that is preloaded with a cotton-leung biliary stent.

Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed the report. The distal end of the stent is missing above the flap. The center of the stent has been torn. It appears that the stent ripped/tore when removal was attempted with the forceps. The condition of the stent suggests a large amount of pressure was applied to the stent, perhaps during removal. After a review of the device history record for this device, we can report that no disrepancies or anomalies were observed. We were unable to conduct a sample test for this lot because the devices were previously distributed. A review of the twelve month complaint history for the biliary stent family was conducted. In the past twelve months, there have been no other reported occurrences of stent fragmentation. Therefore, this incident represents an isolated occurrence. Based on this review, the likelihood of this type of occurrence is remote. Conclusions: due to a variety of clinical conditions such as patient anatomy, scope position or progression of disease state, we can not reproduce the actual conditions of device usage. While these are not the sole determining factors of product failure, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: the appearance of the ripped area at the center of the stent suggests the attempt to retrieve the stent was difficult and addtional pressure had been applied. Excessive pressure on the stent is a likely contributor to the lower tip of the stent detaching during removal. Prior to distribution, all cotton-leung biliary stents are subjected to a visual and dimensional verification to ensure device integrity. This includes measuring the stent flap and checking for kinks. A review of the device history record for this device confirmed ths lot met manufacturing specifications prior to shipment. Corrective actions: no corrective action is warranted at this time. The reported observation represents an isolated occrrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.